Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were no records of unexplained power-on-reset events in the black box data. On examination, the battery compartment was noted to be cracked and the returned battery had stripped threads. The damaged battery cap was unable to be secured to the battery compartment properly and was not able to maintain electrical connectivity for testing. A test cap was able to fit properly to the pump and maintain electrical connection for testing. With the test cap in place, the pump powered on and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation duplicated the complaint with the damaged battery cap on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the yellow o-ring of the battery cap was visible and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.